Event description:
It was reported by a service report that the head section would not extend correctly to lock in place. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Telescoping tube: replacement parts have been placed on order and will be replaced upon receipt.